Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(4) 2014, inratio inr: 5.6 and 2.1, therapeutic range: 2.0 - 3.0. The time between testing was five (5) minutes. There was no adverse patient sequela reported. There was no additional information provided.